Event description:
It was reported that a bulge developed on the soft latex portion of the tubing in the main channel. There was no harm to the patient.

Manufacturer narrative:
The customer¿s report that a bulge developed on the soft latex portion of the tubing in the main channel was confirmed by visual inspection of the as-received sample. During inspection it was observed that the silicone segment tubing had a bulge (.4665 inches long, .2185 inches wide), discoloration, and was weakened just below the upper fitment. Clear liquid was observed inside both of the set¿s tubing and drip chambers. No other anomalies were observed on the set during visual inspection. Functional testing of previous complaints with the failure mode of ¿balloon/bulge in silicone tubing segment¿ was performed by placing the infusion set in an alaris pump module and closing the door, programming/running the infusion, pausing the infusion, and then injecting an IV push fluid bolus through a distal y-site of the infusion set. Testing included injecting an IV push bolus after clamping the tubing (below the pump segment but above the IV push site per the dfu) and injecting the IV push bolus without clamping the tubing. Ballooning was not replicated in any clamped testing but has been replicated in unclamped testing when the tubing had been visually observed to be compromised (from previous ballooning). Previously investigated complaints for this same failure mode determined that the ballooning is caused by excess pressure within the silicone tubing segment. The root cause for the source of the excessive pressure is unknown.

Manufacturer narrative:
Concomitant medical products -1000 ml b braun bag, lot j9c765, exp sept. 2021, 0.9% sodium chloride injection. Report source: supply chain logistics. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that a bulge developed on the soft latex portion of the tubing in the main channel. There was no harm to the patient.